Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose level of 450 mg/dl. They changed the infusion set and treated with the insulin pump. Troubleshooting was performed. There was no noted malfunction with the insulin pump. The device will not be returned for analysis.

Manufacturer narrative:
The correct information has been provided with this report.